Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the internal leakage test failed during pre-use check and the nozzle unit on air and o2 gas module were defective. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. Based on information provided by technician, last preventive maintenance was performed on 12/27/2024, which is sooner then a year, or every 5000 hours of operation. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective nozzle unit.